Event description:
It was reported that the right ventricular (rv) lead had high rv defibrillator coil impedance and high superior vena cava (svc) coil impedance greater than 200 ohms. The rv lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary (B)(4). The full lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. It was noted that the exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Concomitant medical products: 5071-53, implantable pacing lead (B)(6) 2010. (B)(4).